Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to a 16fr sheath. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A third and fourth proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.